Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy; x-ray confirmed the lead had migrated. To address the issue, the lead was replaced via surgical intervention on (B)(6) 2025.